Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's legal guardian (lg) that the patient went to the emergency room with hyperglycemia. The patient's blood glucose levels reached 503 mg/dl while wearing the pod. The pod controller was not reading correctly as the dexcom sensor readings displayed on the controller was reading low. The lg did a fingerstick on the patient and was reading "e5", which the lg thought that was an indication of a low bg. The next morning, the patient was sick so the lg called the emergency medical services (ems) and the patient's fingerstick, performed by the ems, was at 503 mg/dl. Symptoms reported include lethargy. The patient was treated with unspecified intravenous fluid. The patient was discharged on the same day. Dexcom was notified of the event on (B)(6) 2026.